Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated ((B)(4) degrees), the limit is (B)(4) degrees. The device was also making loud unusual noises. Therefore, the reported condition was confirmed. It was determined that the driveshaft was broken which caused the device to not work properly, have no tightness, overheating and making noise. The assignable root cause was determined to be due to use of excessive force, which is also classified as misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was not working properly and had ¿no tightness¿. During in-house engineering evaluation, it was observed that the device was overheating and making loud unusual noise. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.